Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level. Bg value was not provided. Reportedly, automatic boluses were not delivered due to incomplete bolus alerts occurring. Tandem technical support educated the customer on incomplete bolus alerted. Customer addressed elevated bg level with a bolus.